Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was returned for analysis. The hypotube, collar, distal shaft and tip was microscopically and tactile inspected. Inspection revealed collar damage (shaft material torn at collar edge), numerous kinks in the distal shaft, and tip damage (misshapen). The max outer diameter (od) of the tip was (measured with a calibrated micrometer) to be .072¿, and the damaged distal shaft measured .082¿, with both measurements exceeding specifications. The undamaged portion of the shaft measured .066¿, meeting specifications. Functional testing was conducted with a lab supplied, 6f guide catheter. The guidezilla could not enter the hub/proximal end of the guide catheter. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2018. A guidezilla ii long guide extension catheter was selected for use. During the procedure, it was noted that the device could not pass through a non bsc guide catheter. No patient complications were reported and patient's status was good. However, device analysis revealed a shaft material torn at collar edge.